Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported visible air/bubbles was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a leak from the hemostatic valve was observed. A tear was identified on the external valve, resulting in the reported allegation. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: visual inspection of the device noted that no abnormalities or defects were found on the exterior of the sheath. The faradrive steerable sheath was leak tested and did not pass leak tests as a leak from the hemostatic valve was observed. Microscopic inspection also revealed a tear on the external valve, creating a leak path. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air bubbles is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on all the available information, the cause of the reported "visible air/bubbles was likely attributed to the device design, as a tear on the external valve of the sheath was identified, creating a leak path. Boston scientifics investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat an atrial fibrillation using a faradrive sheath that after the sheath was inserted into the body, blood was aspirated; however, air was mixed in, and air continued to be aspirated when aspiration was continued. The device was replaced, and the procedure was completed successfully. No patient complications were reported. No air was seen in the patient.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat an atrial fibrillation using a faradrive sheath that after the sheath was inserted into the body, blood was aspirated; however, air was mixed in, and air continued to be aspirated when aspiration was continued. The device was replaced, and the procedure was completed successfully. No patient complications were reported. No air was seen in the patient.the device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.